Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20074. The pt has 2 leads with same lot number. It was reported the pt experienced invalid impedances on one of his leads. The sjm representative was able to resolve the issue by reprogramming at that time. Later, x-rays confirmed the scs lead had pulled out of the ipg header. The pt underwent revision surgery on (B)(6) 2014 to insert the lead in to the ipg. During the procedure the physician accidentally cut the lead. The physician abounded the procedure and closed the incision site. The pt is being referred to a different physician for lead revision. Surgical intervention will be taken at later date to replace the lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.